Manufacturer narrative:
(B)(4). Concomitant products: 51-101050, tprlc 133 fp type1 pps ho 5.0, 6170379; 51-101050, tprlc 133 fp type1 pps ho 5.0, 6170379. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03588, 0001825034 - 2018 - 03590.

Event description:
It was reported that the sterile package had a protrusion due to impact of the stem during distribution, and it will likely break sterility. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the cavities confirmed they have been dented due to implant movement within the package. Inspection of the cavities shows the seals were not compromised and implants did not puncture the cavities. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information available at this time.